Event description:
Philips received a complaint on an intellivue mx550 patient monitor that the nibp measurement was fluctuating. The device was in clinical use at time of event, no patient or user harm was reported.

Manufacturer narrative:
E1: (B)(6). Analysis and testing was performed by the philips field service engineer (fse) at customer site. The results of the analysis indicate that when tested with simulator found difference in linearity and reading consistency. The pump needed to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty pump. The issue was resolved by replacing the pump assembly. The fse calibrated the pressure with tool and corrected the difference and consistency, observe and tested the system and it was working to specification.